Event description:
The customer alleged that she received a control test result of 246 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer had already returned the test strips to the pharmacy where she purchased them, so no product will be returned.